Manufacturer narrative:
Reported event: an event regarding disassociation of the head from the stem and periprosthetic fracture for the femur bone involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs shows a recently explanted stem component with blood and tissue visible on it. There is a mark on the trunnion of the stem, there is otherwise little to remark about the device based on the photographs provided. Medical records received and evaluation: not performed as medical records were not provided. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "patient presented in e.r. With hip pain. Fracture seen on x-ray. Upon surgical approach, head was worn off trunnion. Original surgery in (B)(6). All available information submitted". Rep indicated that patient was revised to a restoration modular stem construct with a 40 -4 head. Update 17/january/2019: rep reported the fracture is a femoral periprosthetic fracture.